Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported the hcp was performing a head scan with a 1.5t magnet and transmit/receive head coil and after the second sequence, the patient started complaining of a pulsating sensation and a little bit of pain at the implantable neurostimulator (ins) site. The hcp took the patient out of scanner at that time. Prior to the scan the patient did not have this sensation/pain and after they were removed from magnet the sensation/pain went away. The hcp didn't think the patient had turned their ins off because they didn't have a programmer with them and were not aware they could turn it on/off. The hcp stated they obtained MRI information online and the document they found did not state that ins has to be off. The document was from the manufacturer website and had the patient's model number - the hcp didn't provide the document number and noted it was two pages in length but the second page printed with "really nothing on it". The patient was to follow up with their managing hcp.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.